Manufacturer narrative:
Updated: d9, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacture's review of third-party culture testing of the device biopsy channel before repair. Based upon review of the customer provided the cds processes, no obvious deviations from instructions for use (IFU) were identified. The device was evaluated and scratches and a light scale/foreign material was observed in the biopsy port. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: none detected. Bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Additionally, although foreign material was found in the biopsy port, the olympus culture results were negative and a definitive root cause of the issue could not be determined. It is possible however, that the reported recovered bacteria may have been attributed to the foreign material, lapses in the drying or manual disinfection processes, and or sample contamination. The following is included in the device IFU: cyf-vh instruction manual, chapter 4 reprocessing workflow for endoscopes and accessories. Cyf-vh instruction manual, chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the cysto-nephro videoscope tested positive for 4 colony forming units (cfus) of staphylococcus epidermis on (B)(6) 2024 and 2 cfu¿s of staphylococcus haemolyticus on (B)(6) 2024. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.